Event description:
The customer was hospitalized due to high blood glucose levels. The blood glucose reading at the time of the event was 200 mg/dl. Prior to the event, the customer was having issues with his blood sugar. As part of his treatment, there was an amputation. His big foot and a part behind his foot needed to be removed. The customer also stated that he was having sensor problems. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.